Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "rubber part is burned". For clarification, the instrument was found to have thermal damage on the bipolar yaw pulley. Black char marks were present at the grip base. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced. The electrical continuity test still passed. Based on the failure analysis results, the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h6, h10. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. No intra-operative instrument collisions occurred. The instrument worked as expected during use with no arcing observed. No photographic images or procedure video were available. Based on the additional information obtained, this complaint remains a reportable event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the maryland bipolar forceps instrument 420172-14 / n10190506 329 has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 2nd use of the instrument. A review of the system logs confirmed no errors related to the event occurred. No image or video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. There was no report of patient harm, injury or adverse outcome due to the event. However, if this were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, the scrub nurse identified the rubber part on the maryland bipolar forceps instrument was burned. The procedure was completed with the same instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no additional information has been received as of this time.